Event description:
The customer reported that following a diagnostic catheterizaiton procedure in 2001, the operator attempted to deploy a vasoseal es. The operator placed the locator and removed the procedural sheath and pulled back on the locator until the green indicator mark was visible at the skin line. The operator then advanced the locator while holding the distal green handle in place. The operator pulled back on the locator and felt resistance. The operator then placed the dilator and sheath over the locator. Before inserting the dilator into the tissue tract, the operator pulled back on the locator to secure the position at the arteriotomy. At that point, the operator felt something give and the locator pulled back. The operator surmised that the j segment had prolapsed and pulled through the arteriotomy. Since the operator still had access, the operator decided to retry the deployment. The operator pushed the locator back into the vessel and then pushed in the distal green handle to retract the j segment. The operator then went through the deployment steps again up to the point where the operator pulled back on the locator to get resistance. The locator pulled back without resistance to where the yellow indicator mark was visible outside the skin. At that point the operator knew the deployment had failed and aborted the procedure. Manual pressure was held to achieve hemostasis. Upon exmination of the locator after removal, it was noted that the j segment was missing. The groin site was looked at under fluoroscopy and the j segment was noted in the tissue tract. The radiologist reopened the skin nick and used hemostats to remove the j segment from the tissue tract. Manual compression was used to achieve hemostasis. No further complications were reported.